Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an channel disconnect was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that clinicians have noted an increase in channel disconnect alarms. One example was given where the error was noted while connected to the patient in critical care area. The clinician restored the infusion without issue. There was patient involvement, but no harm has been reported.